Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff received multiple persistent helium loss alarms. The staff stated that there were no visible kinks or leaks, and there was no blood in the gas tubing. There was a gradual drop in the baseline of the bpw. Possible helium loss alarms were going off every 1-2 minutes. The pump failed the leak test performed by the staff. As a result, the pump was swapped out, and the reported pump was recommended to be sent to bio-med. There was no report of patient complications, serious injury, or death.

Event description:
It was reported that the staff received multiple persistent helium loss alarms. The staff stated that there were no visible kinks or leaks, and there was no blood in the gas tubing. There was a gradual drop in the baseline of the bpw. Possible helium loss alarms were going off every 1-2 minutes. The pump failed the leak test performed by the staff. As a result, the pump was swapped out, and the reported pump was recommended to be sent to bio-med. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "persistent helium loss alarms" is confirmed based the photo provided with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.